Event description:
A customer reported via phone call indicating that their insulin pump had a vibration anomaly and the screen was not populated any information. The patient's blood glucose level was unknown at the time of the call. The customer was informed to take the batteries out and reinsert them after some time. The customer reinserted the batteries and received an alarm from the insulin pump as expected. The customer rewound the insulin pump preformed a self test in which the insulin pump passed. The customer will monitor the insulin pump for any further issues. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.